Event description:
According to the event description: infusion (255 milliliters (ml)) was infused at 14:20 8 milliliters an hour (ml/h). The medicine was infused overnight, the pump was reset in the middle of the night. According to the counter, 75 milliliters (ml) of the medicine has gone on from 14:20 to 00:00. So according to the counter, 180 milliliters (ml) of medicine was left. In the morning of at 7 am it was noticed that the medicine is almost finished. At this point, the infusion pump indicates that there would still be more than 100 milliliters m(l) of medicine left. The medicine finally ran out on at 8:30 am. The infusion should have lasted much longer. The pump delivered the medicine too fast into the patient. The device was tested under supervision. Run three liquids through the pump without fault. Twice with basic liquid and once using simdax.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Over infusion general information: complaint: (B)(4). --------------------------------------------------------------- information to the sample: model: infusomat space article number: 8713050 serial number/batch: (B)(6). Software version: l030003 hours of operation: 31067 further information: n/a ---------------------------------------------------------------- investigation results: history inspection: the device history files were read and analyzed. The last infusion was found on 2024-10-26 to 2024-10-28. A space line was selected, and the infusion started with a rate of 8ml/h and a volume of 255ml/h at 22:46pm. On (B)(6) 2024 at 23:03pm the infusion was stopped by the customer. At this time, 194,22ml was infused. The infusion was continued and stopped on (B)(6) 2024 at 05:36am by the customer. At this time, 246 ,55ml was infused. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (358-01-087) on the lower housing were intact and undamaged. The device shows age related signs of wear and tear but no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,37%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. ---------------------------------------------------------------- judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.